Event description:
Implants were revised due to implant loosening, implant migration and malalignment.

Event description:
Implants were revised due to implant loosening, implant migration and malalignment.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was not confirmed. Based on the information provided at the time of investigation, no conclusions can be made. Without additional medical records such as operative report, xrays and doctors notes it is unclear if the alignment observed is the result of loosening or initial malalignment. In addition, it is unclear if the observed wear is a direct result of a malaligned baseplate or femoral component. No further investigation is possible at this time.